Event description:
A us distributor reported a battery charger displays an error code when charging battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (displays error code when charging battery pack) was confirmed. Upon investigation , the charger was unable to charge a battery due to an internally shorted component on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There were no adverse events associated with the charger malfunction.